Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal elective replacement indicator (eri) battery status. Upon receipt at boston scientific's reliability assurance laboratory, engineering calculations determined this device did not meet expected longevity predictions as described in labeling.